Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eighteen (18) events were reported for this quarter. Eleven (11) devices were received for evaluation. Seven (7) events were duplicated during testing. Six (6) devices were found to be affected by internal corrosion. One (1) device was found to be affected by debris. One (1) event was not duplicated during testing; however, the device was outside specifications. One (1) device was found to be affected by internal corrosion. Two (2) events were not duplicated during testing; the device was found to be within specifications. One (1) device evaluation is in progress. Five (5) devices were available for evaluation but have not yet been received. Two (2) devices were not available for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. Fourteen (14) events had no patient involvement; no patient impact. One (1) event had no known patient involvement or patient impact. Two (2) events had patient involvement; no patient impact. One (1) event had patient involvement; the patient received a first-degree burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 8 previously reported events are included in this follow-up record.   Product return status: 4 devices were received for evaluation. 4 devices were available for evaluation but have not yet been received.   Evaluation status: 2 reported events were confirmed during testing. 1 device was found to be affected by corrosion. 1 device was found to be affected by broken down lubrication. 2 reported events were not confirmed during testing; however: 1 device was found to be affected by a damaged tip. 1 device was found to be affected by corrosion. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact. 1 event had patient involvement; the patient received a first-degree burn.